Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the patient surgical manipulator (psm) 3 had a loose adapter issue. Initial information indicated that the psm arm adapter can't be affixed onto psm 3, and a rubber strip was applied to fix adapter into the psm. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using all 4 psms. Psm 3 remained in use and was not abandoned or disabled. The issue was with a loose psm carriage. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An isi field service engineer (fse) has been requested to investigate the reported event; however, quote approval for service is pending. At this time, the additional fse investigation has not been completed. It was further indicated that the customer refused fse service. No site visit was conducted.